Event description:
A report was received that the trial patient had an infection at the lead site. The patient's symptoms include fever and discharge. The physician believed that the infection was procedure related. The patient underwent an explant procedure of the trial lead. The patient remained in the hospital due to several medical conditions which is not device or procedure related and was given antibiotics for the infection.

Manufacturer narrative:
Additional information was received that the patient was already out of the hospital. The patient's infection has been resolved.

Event description:
A report was received that the trial patient had an infection at the lead site. The patient's symptoms include fever and discharge. The physician believed that the infection was procedure related. The patient underwent an explant procedure of the trial lead. The patient remained in the hospital due to several medical conditions which is not device or procedure related and was given antibiotics for the infection.

Event description:
A report was received that the trial patient had an infection at the lead site. The patient's symptoms include fever and discharge. The physician believed that the infection was procedure related. The patient underwent an explant procedure of the trial lead. The patient remained in the hospital due to several medical conditions which is not device or procedure related and was given antibiotics for the infection.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.